Event description:
Information was received from a manufacturer representative regarding a patient who was receiving gablofen (500 mcg/ml at 25 mcg) via an implantable pump for unknown indications for use. It was reported that the patient reported no therapeutic benefit of the pump for almost a year. A catheter revision was previously performed around that date, where the pump segment of the old catheter was replaced. When the pump pocket was opened, the replacement pump segment was spliced and not connected to the pump. The current pump segment was replaced. The issue was resolved at the time of the report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025, brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2015; explant date (B)(6) 2025, brand name ascenda; product ID 8785 (lot: hg5wemv); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.